Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Postoperative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned.

Event description:
On (B)(6) 2014 patient underwent an extreme lateral interbody fusion procedure. Two weeks post index procedure migration of cage, fatigue/fracture was identified. No other event information has been provided.